Event description:
It was reported that the device was not calibrating syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were intact. Barrel clamp head is hanging and not fully seated. Functional and delivery testing was conducted. There was an invalid syringe size error identified in event history log review. Checked and tested the syringe size sensor. Syringe size out of calibration, low value= 0.168 in and high value= 1.071 in. The event was replicated during testing. The reported issue was confirmed. The root cause of the reported event was determined to be tapered spring slipped over the collar of the barrel clamp rod. The following actions were taken: replaced tapered spring, barrel clamp rod and barrel clamp headscrew. Performed pm maintenance. Other repairs included: replaced defective battery due to normal wear. Replaced cracked right plunger case. Replaced position pot due to corrosion. Device passed all functional and device testing after repairs.